Event description:
The facility reported a pump with failure code 403. It is unk when this failure code occurred. There was no pt injury or medical intervention necessary according to the hospital rep. No add'l info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation, or if any add'l details become available. This report represents all info known by the reporter at this time.